Manufacturer narrative:
(B)(4). Concomitant medical products: oxf gap gauge med 7/8mm, item (B)(4), lot# unknown. Event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-01211.

Event description:
Gap gauge shredded during surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4 (date of report), b5 (event), g4 (PMA/510k), h1 (type of reportable event), h2 (if follow-up, what type), h6, h10. Visual inspection confirms the reported event. The exact root cause cannot be determined, most likely caused by multiple factors from an external source that¿s damaged the surface and holes. From the unusual marks showing on the instrument face, the template may have formed a burr around the nail hole, this would have helped to remove some material from the blue gap gauge. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon was trailing during surgery, he noticed that the 7-8 gap gauge was shredding.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11 - medical product - oxf gap gauge med 7/8mm , item 32-422808, lot # zb150502. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was trialing during surgery, he noticed that the 7-8 gap gauge was shredding.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was trialing during surgery, he noticed that the 7-8 gap gauge was shredding.